Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant after a physical exam and ultrasound imaging. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
On june 06, 2022, the mentor analysis lab received the suspect medical device for evaluation. Additionally, the patient underwent replacement with 500cc mentor memorygel breast implants. On june 24, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).